Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by user facility: event 1: during a spinal procedure, the introducer bent creating metal fragments. A second spinal kit was then opened and used. No known patient injury.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). It was confirmed, by the user facility, that no samples were available for evaluation; however, two (2) pictures were provided. Although pictures were provided, they did not clearly depict the reported defect. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Without the actual device or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: event 1: the facility was unable to confirm if fragments were left in patient. No intervention was performed. No patient injuries reported.